Manufacturer narrative:
Investigation summary: attempts were made to gather more information from the customer without success. Without a lot number or data, no further investigation can be conducted. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false negative sars result. It is unknown if confirmation testing was performed or symptomatic status of the patient. Attempts were made to gather more information from the customer without success.